Event description:
It was reported that the patient experienced no stimulation and was unable to turn their implantable neurostimulator (ins) on. It was noted that the patient had a fall. It was stated that the patient was referred back to their clinic. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 7489-51, serial# (B)(4), product type: extension. Product ID: 7434a, serial# (B)(4), product type: programmer. Patient product ID: 3587a-25, lot# b0889978k, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).